Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed on a patient. They say, the noise level is too high in the airplane to hear any ventilator alarm. The patient was hand bagged and no negative impact was observed on the patient.

Manufacturer narrative:
The analysis of the available information showed that the potentiometer to adjust the oxygen concentration had failed. Investigation of similar events has shown that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. Reportedly the users have regularly carried out the recommended action, but nevertheless the o2 potentiometer failed. The front panel was not available for investigation. Therefore further root cause analysis was not possible. It was recommended to replace the front panel including the potentiometers. The alarm volume meets the relevant standard. If the environment is extreme loud, the users have to observe the optical alarms. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
Please see initial report.